Event description:
Lens cup cracked and the lens cap came off during neutralization ("exploded"). No pt injury occurred. The lens cup was reportedly misused because it was used for one year, instead of the recommended six months. The lens cup is not available for evaluation; pt discarded pieces.